Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, two(2) fast-fix 360's t2 implant did not deploy and the actuator was still sticking out at the end of the needle. T1 from the first fast-fix device was pulled out with force and t1 from the second device was left secured in the patient. The procedure was successfully completed with a surgical delay of less than 30 minutes using a change in surgical technique, using a fast-fix flex. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.